Event description:
A report was received that a pt was not receiving pain coverage. An x-ray showed that the lead was broken and detached from the lead extension. A revision will not be performed until later in the year.